Manufacturer narrative:
The field service representative found the liquid level detection needed to be adjusted as well as a pipette. He checked the instrument and performed the adjustments, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 797723 with an expiration date of october 2025. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (rack system). The initial result was 37.08 miu/ml. On (B)(6) 2024 a new sample was tested and the result was 45,000 miu/ml. Based on the discrepancy, an aliquot of the initial sample was tested on (B)(6) 2024 and the result was 24760 miu/ml.